Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with the low and high blood glucose values. Customer had two low blood glucose values of 64 mg/dl and 53 mg/dl. Customer treated with food and high blood glucose value of 276 mg/dl. Customer¿s current blood glucose value was 95 mg/dl. Customer treated high blood glucose value with a bolus of 5.5u. Insulin pump will not be returned for analysis.